Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the ivtm therapy, the quattro catheter (lot# 186755) was placed into the patient's left femoral vein for fever reduction. No other lines were placed in the same vein. After an unknown period, the nurse noted blood visible in the start-up kit (suk) tubing. The customer was advised that appears to be a catheter leak. The saline bag was not replaced. The user was advised to remove the catheter and replaced it with a new one to continue the treatment. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the quattro catheter (lot # 186053) leak was confirmed. The leak was observed at the middle of the distal balloon during the functional leak test. The root cause for the reported complaint resulted from a small tear, which was possibly caused by a latent material defect. Visual inspection of the returned catheter was performed. Dried blood residue was observed on the catheter's balloons and in/out luered tubings; this typically is indicative of a leak in the catheter. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the in/out lumen test a leak was observed at the middle of the distal balloon due to a small tear, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot number 186053.

Event description:
During the ivtm therapy, the quattro catheter (lot# 186053) was placed into the patient's left femoral vein for fever reduction. No other lines were placed in the same vein. After an unknown period, the nurse noted blood visible in the start-up kit (suk) tubing. The customer was advised that that appears to be a catheter leak. The saline bag was not replaced. The user was advised to remove the catheter and replaced it with a new one to continue the treatment. No consequences or impact to the patient.